Event description:
It was reported that the ilet pump piston would not fully rewind after a prior cartridge breakage and glass removal, preventing cartridge insertion and use despite multiple cartridge and tubing changes and a device restart, with the user's blodd glucose at 313 mg/dl. The user continued glucose monitoring with a dexcom g7 and used subcutaneous insulin by pen. Customer care provided support that included review of device function based on user report and replacement logistics with return of the original device for assessment. Investigation of this case revealed a device mechanical issue affecting the piston mechanism, with the specific component and root cause undetermined. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.